Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-00111. It was reported the patient (B)(6) has experienced a change in stimulation over the past two weeks and is not receiving therapy as intended in the occipital neuralgia region (off-label). Efforts to resolve this matter via reprogramming were unsuccessful. An x-ray was taken for further interrogation which revealed lead migration. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.